Event description:
The red lumen of the PICC failed after the maximus positive pressure connector cap blue valve button insert collapsed. The valve button appears to have allowed leakage inward and backed up the red lumen of the catheter.